Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/13/2019. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the lens shows that it was cut through the center of the optic, most probably to aid in explant. Traces of ovd were present on the lens surfaces. Further inspection under magnification shows one haptic had its tip cut and was missing. No further defects were observed. The complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a capsular tear, requiring a vitrectomy, during the phaco procedure performed with a non-johnson & johnson instrument. Subsequently, the intraocular lens (model zxr00 +20.0 diopter) was placed in the capsulorhexis but slipped out later at the same day post-op appointment. The patient reported eye pain. The lens was explanted and a non-johnson and johnson lens was implanted as a replacement. The account reported that the pain was most likely caused by the dislocated lens. Following the lens exchange, the patient is doing well with no pain and the vision is good. No additional information was provided.